Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to the second implanted clip during the first procedure getting dislodged by this clip that was to be implanted, causing migration (partial clip movement) of the second implanted clip. The image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging throughout the procedure due to patient anatomy and the previously implanted clips. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a clip that caused damage to another clip. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. It was noted imaging was challenging throughout the procedure. An xt clip was inserted, but while positioning the clip, it was observed this came in contact with a previously implanted xtw clip. This caused the xtw clip to partially detach from one of the leaflets. Therefore, the physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.